Event description:
It was reported that approximately 40 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up on an unknown date, and a computed tomography scan revealed an endoleak. The clinical specialist reported that it looked like there might not have been enough overlap between the devices. The physician elected to implant an infrarenal device and the endoleak was resolved. The patient was reported to have done fine both during and post procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. The patient's use of antiplatelet therapy might have contributed to this event. Forty months post implant, there was evidence to support: a complication of a complete occlusion of the left superficial femoral artery; and, a type iiia endoleak. The repair event was confirmed, but there might have been evidence of a stent fracture of the first aortic extension. The final patient disposition could not be established due to lack of information, however, it was reported that the patient was doing fine post procedure. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.